Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution and initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing and the patient experienced a syncopal episode. Technical services (ts) reviewed presenting device data and noted that the device was operating as programmed. This lead remains in service. No additional adverse patient effects were reported.